Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that the sidewall of the tube about 1/4 from the top of the tube, almost like the peak of a meringue whip. We are seeing a manufacturing defect in some k2 edta tubes (p/n 367841, lot 1014077 exp 4/30/2022). Over the last week, there are have been a few instances where our analyzer gives a "no specimen" error when attempting to sample. Upon investigation of the tube, which is clearly filled with blood, there is a spikey projection of plastic from the sidewall of the tube about 1/4 from the top of the tube, almost like the peak of a meringue whip.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sharp damage was observed. Photos confirmed the presence of damage as the tube appears to have been punctured by a needle. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that the sidewall of the tube about 1/4 from the top of the tube, almost like the peak of a meringue whip. We are seeing a manufacturing defect in some k2 edta tubes (p/n 367841, lot 1014077 exp 4/30/2022). Over the last week, there are have been a few instances where our analyzer gives a "no specimen" error when attempting to sample. Upon investigation of the tube, which is clearly filled with blood, there is a spikey projection of plastic from the sidewall of the tube about 1/4 from the top of the tube, almost like the peak of a meringue whip.